Event description:
According to the reporter, post operatively, the patient underwent laparoscopic total hysterectomy, pelvic adhesion lysis and bilateral salpingectomy under general anesthesia in the operating room on (B)(6) 2023. The synthetic absorbable surgical suture was used for suturing during the operation, and the surgical procedure went smoothly. The patient came to the hospital for a follow-up on (B)(6) 2024, complaining that the wound had been painful. The examination found that the absorbable surgical suture used had not been absorbed. After that, the patient was explained and was asked to come for regular follow-up to receive treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.